Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v061216, implanted: (B)(6) 2008, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
A consumer reported the patient was unable to charge the implantable neurostimulator (ins), turn the ins on, and they had no telemetry when recharging. The ins had been turned off for six months because the patient had other medical issues that required hospitalization. The hospitalization was unrelated to the patient's deep brain stimulation. The patient was now healthy and they needed therapy. On the day prior to this report, the patient met with their health care provider (hcp) and they told them to call the manufacturer. When attempting to recharge, a reposition the antenna screen was displayed. An ins overdischarge was suspected. A manufacturing representative later reported they were going to instruct the patient's hcp to do a physician mode recharge (pmr), charge, and then clear the power on reset (por). The patient's indication for use is essential tremor and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.